Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a piece of the inner seal on device broke off and fell into the patient. The piece was retrieved through the device. It is unknown if another device was used to complete the procedure. There was no adverse consequence to the patient. Customer will not release device.

Manufacturer narrative:
(B)(6). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips would not advance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.